Event description:
The customer reported that during pre-use testing the ventilator touchscreen display picture is distorted with horizontal lines after a few minutes of cycling. The unit cycles normally. No pt involvement.

Manufacturer narrative:
The customer evaluated the ventilator and replaced the user interface module to fix the reported issue.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Corrected data noted on 9/13/2015: model number. Additional information: the carefusion failure analysis lab evaluated the user interface module, verified the complaint and determined that the root cause of the reported event was a defective (lcd) liquid crystal display assembly.